Manufacturer narrative:
Device is not going to be returned for evaluation; disposed at the hospital.

Event description:
It was reported that the plunger of the reservoir got broken off. No product being returned; device was discarded.